Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2 reference MFR report: 3006705815-2017-00235. It was reported that the patient experienced ineffective stimulation. X-rays were taken and revealed that both leads had migrated. Reprogramming provided temporary resolution. As a result, surgical intervention may be pending to address this issue

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-00235. Follow up revealed that the patient underwent surgical intervention on (B)(6) 2017 to have their leads replaced with a different model.